Manufacturer narrative:
Device passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected critical pump error (open book) during testing. Device received with a high sleep current measurement due to moisture damage electronic assembly. All buttons functioning properly. No damage in the keypad assembly and the keypad connector on the electrical board was locked properly during visual inspection. Device received with cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had alarmed critical pump error. Customer's blood glucose was 7.3mmol/l at the time of the incident. It was reported that the customer inquired how to clear the siren from the insulin pump due to the critical pump error and that the customer also mentioned that the insulin pump had a large crack on the back. It was also reported that there was an unresponsive keypad noted due to the customer not being able to turn the siren off and place insulin pump in storage mode. There was no leading event or any other errors noted prior to the critical pump error. It was reported that the customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.